Manufacturer narrative:
Patient information not available for reporting. 510(k): report is for one (1) unknown canula other: part number unknown, lot number unknown; UDI unknown . Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) synflate balloons malfunctioned during a vertebral body augmentation at l1. One (1) synflate balloon burst and was removed from the patient, then drained of saline causing an approximate 30 second delay. The other synflate balloon could not be removed from a canula. The canula was removed and the balloon was cut out, causing a minute delay. Additional x-rays were taken. The procedure was completed without further incident. This report is for one (1) unknown canula. This is report 3 of 3 for (B)(4).